Event description:
It was reported that during an a-fib procedure, a cfae (complex fractionated atrial electrogram) was conducted. While the physician was ablating around coronary sinus ostium, patient's blood pressure reduction was confirmed. The physician checked by ultrasound and it was found that the patient's blood pressure dropped to 80/50. The cardiac tamponade was confirmed by echo and fluoroscopy since a bad cardiac motion was observed. The procedure was completed and pericardiocentesis was performed immediately. The patient was transferred to another room for observation until it was confirmed that was stabilized. The physician opinion regarding the causality of the event stated that there was no relationship between the tamponade and any j&j's products.

Manufacturer narrative:
Product investigation could not be conducted since the customer stated that the product will not be returned for analysis. The reported lot # for this complaint is 15783189l. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system us, catalog #: fg540000m, serial #: (B)(4). Acunav 8f-90 us, catalog #: 10135936 OEM, lot #: qe069750. (B)(4).